Manufacturer narrative:
The insulin pump was received with broken reset switch connector on mother board.

Event description:
It was reported that the reset button was damaged on the uploader charger. The reporter did not know the blood glucose reading. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.